Event description:
This report will contain the investigation of the observed lead discontinuity in the returned lead portion in manufacturer report # 1644487-2010-01079. Analysis of the lead identified that a coil break occurred in the negative coil. Scanning electron microscopy images of the negative coil suggested that a stress-induced fracture occurred in at least one strand of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces), a conclusive determination of the fracture mechanism cannot be made. Note that since the lead connector was not returned for analysis an evaluation cannot be made on that portion of the lead. Also, since this portion contains the manufacturing ID tag the model and the serial number of the lead cannot be verified. Other than the above mentioned observations typical wear and explant related observation, no additional anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.